Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the battery handpiece device was not working. It was not reported if the device was used in surgery. There was no patient involvement. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. However, during a assessment it was noted that the housing was worn and had a the old revision, the spiral gear, seals and bearings were worn, and the carrier shift was damaged. It was determined that these issues were consistent with component wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.